Event description:
During a care the surgeon reported that there was reversed activation on the pulsar I generator, specifically when the cut button is pressed, the generator shows coag mode is activated and when the coag is pressed, the generator shows cut mode is activated. No patient impact, patient information unavailable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Method, results: facility disposed of device. Device is not available for return and inspection. Product event: (B)(4).